Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the handpiece overheats and does not work. Timing of the event and patient impact are unknown. Additional information has been requested but not received.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was replaced and returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on january 30, 2015. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned handpiece did not reveal any non-conformity. The handpiece was connected to a calibrated system and attempted to be tuned. The handpiece could not tune and caused the system to generate a system message (sm). The connection between pin 9 (ground) and pin 4 (high electrode) on the handpiece was checked. The connection between pin 9 and pin 4 was found electrical shorted, suggesting moisture ingress between the 2 pins. The handpiece was disassembled and inspected. The electrode was found severely burned inside the handpiece. No additional test was performed. An internal investigation has been opened to address the ingress issue. The cause of the reported event can be attributed to the water ingress. However, how the water got inside the handpiece remains inconclusive. (B)(4).